Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: device does not allow us to do a preop check; ppat cannot be adjusted within range.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: device does not allow us to do a preop check; ppat cannot be adjusted within range.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The ventilator did not allow completion of the preoperative check due to ppat (proximal pressure) being out of range. Attempts to perform zero and full-scale calibration in test mode were unsuccessful. Adjusting the potentiometers had no effect beyond a certain point, preventing proper alignment of the ppat values within specification. The issue occurred during preventive maintenance. No patient involved. Consequently, the event did not cause or contribute to a death or serious injury to a patient. A replacement inspiration valve was shipped to the customer. No confirmation was received regarding the resolution of the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the inspiration valve, as no further complaints have been reported.

Event description:
Hamilton medical ag received the following incident description: device does not allow us to do a preop check; ppat cannot be adjusted within range.